Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found that mishandling the device can result in failure. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during knee surgery, the ultrabutton adjustable fixation device was difficult to cinch at the tibial tunnel, and once tensioning was completed, the tensioning sutures unraveled and the graft came loose causing the button's detaching. Graft was retrieved from the joint and the procedure was completed using a back-up device with a delay greater than 30 minutes. No other complications were reported.